Manufacturer narrative:
B1 product problem and h6 medical device problem code a01 was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted into the right femoral artery in an 88-year-old female patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in society for cardiovascular angiography & interventions (scai) d shock, and on a ventilator for respiratory support, prior to initiation of support. It was reported that no preoperative computed tomography (CT) was taken. A CT scan taken several years ago was available (showing tortuosity near the abdominal aorta). After emergency transport, an impella cp insertion procedure was performed in the catheterization lab. Angiography was performed up to the aortic bifurcation during the 6fr sheath insertion. Insertion was difficult due to tortuosity in the abdominal aorta, but insertion was performed using a v18 guidewire. The patient subsequently experienced cardiac arrest. Cardiac massage and extracorporeal membrane oxygenation (ECMO) were initiated. The 16fr sheath (medicit) used to insert the impella became loose and the impella became loose from the ventricle. An attempt was made to reinsert the 16fr sheath, but was difficult, so the impella was temporarily removed. An attempt to reinsert the same impella using the same procedure as before but could not advance proximal to the tortuous section. A buddy wire and a 0.035-inch stiff guidewire were inserted. A catheter was then inserted through the radial artery and advanced retrograde through the aorta to straighten the tortuous section but was unsuccessful. The connection between the impella's motor and shaft were noted to be kinked, and the procedure was aborted. The patient was sent to the intensive care unit (ICU) on ECMO support. The post-procedure outcome is survived at explant. The impella will be reported due to the medical device removal.